Event description:
In 2007, the disassembled screws were returned to abbott spine. No add'l info was provided.

Manufacturer narrative:
Investigation is pending. No information provided to abbott spine.